Event description:
Per the clinic, the device was explanted (date not reported) due to non device related medical issues. There are no plans to reimplant the patient with a new device as of the date of this report.